Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The returned device was in an open, prior-to-use condition. Upon visual examination, the sheath tip was confirmed to be damaged. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Each device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions. Per the IFU" upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. It is possible that the sheath tip damage may have occurred during shipping/handling of the product. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
The investigation of the device has been initiated but the investigation has not been completed. Preliminary information which was obtained during the ongoing investigation was pertinent to the reporting of this event. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
During investigation of a rosch-uchida transjugular liver access set, it was discovered the returned catheter in the set had a folded tip of the device which contained a sharp edge . It was reported the device did not make patient contact. The circumstances surrounding handling of the device were not reported. Although the device was returned for evaluation, that evaluation is currently still in progress, and the results are not yet available.